Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficulty removing the lock line it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. A clip delivery system (cds) was advanced and the leaflets were grasped. During the deployment sequence, it was noted that the lock line was intricately entangled which caused the physician to struggle to remove it from the lock lever. The physician was able to untangle the lock line and it was safely removed. The clip was successfully deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficult to remove the lock line was due to the lock line entanglement (procedural condition). However, a conclusive cause for how the lock line got entangled cannot determined. It is possible that the lock line became entangled at the end after the unwrapping/removal process and therefore contributed to the difficulty to remove the lock line; however, this cannot be confirmed. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was stated that the lock line and lock lever were entangled together. No additional information was provided.